Event description:
A customer reported experiencing a cgm error 42 issue. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue with assistance from technical support by performing a pump reset, which led to the resolution of the concern without reoccurrence of the error code, allowing them to start their sensor session successfully.